Event description:
The pt reports she was suffering from an eye infection and extreme dry eyes. Follow up with the ecp for diagnosis and treatment was made with no reply to date. This is being filed as unconfirmed eye infection. No lot info was provided.

Manufacturer narrative:
This is being filed as unconfirmed eye infection. No examination of device was provided which could indicate if the device caused or contributed to the incident. There is no direct causal relationship established between the medical device and the incident. No conclusion can be drawn. To date there is no confirmation of the treatment or outcome of the treatment. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.